Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shut down and screen went black. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the insulin pump having pump error 3, pump error 53, blank display, and crack on the battery area on event date of 06-september-2021. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history/trace files. Pump error 53 on event date of 09/06/2021 21:18:10.000 with file number: 32110 line number: 248 followed by a pump error 3 on event date of 09/06/2021 21:18:11.000. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Insulin pump was cut open with moisture damage on the force sensor assembly and the motor assembly. Insulin pump was confirmed pump error 53 and pump error 3 due software error (esf3214853). Insulin pump was not confirmed for blank display anomalies during testing. Confirmed for cracked battery tube threads. Moisture damage noted on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.